Event description:
The following info was provided to cook: during an endoscopy procedure, a cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome was used. The nurse wanted to pull back the wire guide, this was very difficult to do. The wire guide seemed to have some resistance. The nurse was not able to pull the wire guide out. They had to pull out the sphincterotome in order to get the wire guide out. No section of the device detached and became free inside the pt. Another device of the same type was used to complete the procedure. The device was returned to cook for evaluation. Upon evaluation, we confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Cutting wire securing component separation from the catheter has been established as a reportable event. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the returned device confirmed the report. Approximately 150 em from the distal end of the device, the coating was peeled off the core wire of the wire guide for a 50 em length. The wire guide remained within the sphincterotome in the wire guide port due to the peeled coating restraining the wire guide from being removed. No portion of the device is found to be missing. Our laboratory evaluation of the product said to be involved also found the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. The cutting wire is intact and remains securely attached to the sphincterotome at the proximal end. However, due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. No section of the sphincterotome device is missing. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. In addition, our laboratory evaluation also found the handle and catheter had separated. The stripped wire guide coating was caught on the cannula connecting the catheter to the handle. A product discrepancy that could have caused or contributed to this observation was not noted during out evaluation. Two related acrobat wire guide subassembly device history records were found directly related to fs-omni-acro-35-450 work order (B)(4). A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product notes for best results, wire guide should be kept wet. Also, use of this wire guide with metal tip ercp devices may result in damage to the external coating and/or tip of the wire guide. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." If the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to separation of the catheter and cutting wire securing component. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the pre-curved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle white device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." If the sphincterotome handle receives added pressure when removing the sphincterotome from the accessory channel of the endoscope, this can contribute to catheter and handle separation. This can also occur if the sphincterotome experiences excessive pressure during use or general handling. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.